Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the foggy image failure. Based on the result, we concluded that it was caused due to the moisture condensation in the ocular. In addition, we confirmed that the image guide fiber bundle (cfb) dirty, the r/l lock knob hard to move, and the ocular discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.